Event description:
While being used to excise a lesion on an ear, the tip of the curved iris scissor split. It remained intact and so no pieces went into the patient. The scissors were sent to the manufacturer for replacement. The purchase date of the scissors is unknown. The scissors were examined pre-use and no defects noted.

Event description:
While being used to excise a lesion on an ear, the tip of the curved iris scissor split. It remained intact and so no pieces went into the patient. The scissors were sent to the manufacturer for replacement. The purchase date of the scissors is unknown. The scissors were examined pre-use and no defects noted.